Event description:
Battery powered, handheld cautery unit remained turned on with the protective cap in place causing the cap to deform. Heat conducted through the tip support terminals also caused the surrounding plastic support structure to melt and deform.